Event description:
Contact reports product evaluation lap instrument broke inside patient. Facility needs to be ensured all pieces are outside of patient. The doc has stated that the piece could not be accounted for, however felt confident that the missing piece was not in the patient.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The jaw is broken at the pin connection area. The investigation revealed that a small portion of the jaw (approximately 3-4 mm in length) is missing and was not returned for evaluation. During the evaluation, it was noticed that this instrument is four years old and the edges of the jaw appear to be worn/dull. There is no evidence of metallurgic defects on the broken area of the jaw or elsewhere on this instrument. It is possible in order to compensate for the worn/dull edges of the instrument excessive force may have been applied causing the breakage. This however could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.